Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was in 595 mg/dl. Customer reported that he has received 4 no delivery alarms and it is happening during basal and bolus. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer is unable to remove set at this time to test site portion of infusion set. Customer stated that the cannula is bent. Customer tried to deliver a bolus and received a no delivery alarm because he did not want the set removed. The insulin pump will not be returned for analysis.